Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that when they injected a patient with skinvive¿ by juvéderm® to the area below the patient¿s eye, they noticed small bumps appeared.a healthcare professional reported that a patient had a similar occurrence with one syringe of skinvive¿ by juvéderm® being injected into the middle third, nasolabial fold and periocular region. The patient received periocular papules. There was an immediate appearance of papules after the procedure. The patient was treated with hyaluronidase + liftera. However, there is a permanent visible lesion remaining.